Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2020-07847. It was reported that when the patient presented via remote transmission, high ventricular rate and oversensing was noted on the right ventricular (rv) lead. Noise reversion episodes were also noted on right atrial (ra) lead. Programming changes were made. The patient was stable.